Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to a broken articular surface post.

Manufacturer narrative:
Medical devices - nexgen gender solutions lps-flex option femoral size d, lt catalog #:00576401451 lot #:61556346, nexgen precoat stemmed tibial plate, size 3 catalog #:00598003701 lot #:61475019, nexgen all-poly patella, 29mm x 8.0mm catalog #:00597206529 lot #:61535590. This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Visual inspection of the returned articular surface confirmed that the post has fractured off. Gouges, pitting, and scratches are visible on both the discolored proximal condylar and distal surfaces. Gouges are also visible on the anterior locking feature used for insertion as well as in the lateral regions of the peripheral rail. Dimensional evaluation found that the overall width of the returned device was slightly outside of print specifications by about two thousands of an inch, which could have resulted from the 6 years in-vivo and/or removal of the device. The device history records for the 00-5962-030-10, lot # 61490136 were reviewed and no deviations or anomalies were identified. Sem analysis of the poly bearing fracture sample revealed very few fracture characteristics, which were suspected to be caused by fatigue load. This device is used for treatment. A complaint history search identified no (0) other similar complaint for lot #61490136. Surgical notes were not provided; it is unknown whether the component was implanted with the correct fit and orientation as per the surgical technique. The implantation date is unknown but the product was manufactured in april 2010 and removed in (B)(6) 2016 so it was potentially in-vivo for up to six years. Per the package insert of the articular surface, fracture/damage of the prosthetic knee components is a known potential adverse effect of the tka procedure. Based on the results of the investigation, wear and tear is considered as the root cause of the issue.